Event description:
It was reported that the patient was unsure if the pod is delivering insulin accurately. When the pod was removed, the cannula was visibly normal but the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose level rose to 350 mg/dl. The pod was worn for less than 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.